Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year. Lot number and expiration date added in section d4, manufacturer information added in section g1, device manufacturer date added in section h4.